Manufacturer narrative:
Date rec'd from MFR: 13nov2019. Corrected concomitant medical products. Corrected no patient involvement. The device was not in use at the time of the event. The manufacturer's international service technician evaluated the device and confirmed the broken screen. The touch screen was replaced. The reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 18dec2019, date of report : 19dec2019 . The part was returned to the manufacturer for failure investigation (fi). Touchscreens both received with cracked or shattered glass. Touchscreen scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23oct2019.

Event description:
Broken screen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.